Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications of use. It was reported that the patient had complications during the surgery, and the ins was not turned on. The caller did not have details about the complications. The caller initially stated that they could not connect to the ins with the patient's handset and then later said that the charger is showing that the implant is not charged. The caller indicated that they did attempt to connect to the ins multiple times but were unsuccessful. The implanting md told the caller that the device was not turned on or not activated; they did not get to that point during the procedure. The caller was not with the patient. Tss reviewed information about MRI. The caller wanted to page a rep so tss connected the caller to nas. The caller was not with the patient and was not willing to attempt to troubleshoot during the call.